Event description:
The hcp reported that the pt has been experiencing lack of therapy and return of spasticity; she had been well controlled on lioresal 85 mcg/day until 4 months after pump implant. The pt began to notice symptoms following the start of physical therapy and "would not respond to therapy". The pt underwent study which revealed that the catheter was epidural. The pt underwent catheter revision in 2007. Final pt outcome was not reported.